Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3887-28, lot# l56725, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported the patient had a fall on (B)(6) 2015 after which she no longer had stimulation. When the patient fell, she landed on her buttocks. The implantable neurostimulator (ins) was in the abdomen. Possible symptoms post fall and the need to evaluate that were discussed. The patient was working with the pain clinic to have a complete replacement of the device. Relevant medical history included non-malignant pain.